Event description:
It was reported that radical has a line going through the display. There was no patient involvement.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.